Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for heat was confirmed by the technician through functional testing, disassembly and visual inspection. Through visual inspection, the technician confirmed the motor assembly was corroded.

Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.